Event description:
A surgeon reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. It was noted after insertion of the lens that the trailing haptic was still in the cartridge of the delivery system. The damaged iol was cut and removed, and a second iol was implanted without difficulty. The pt developed marked corneal edema by postop day #1 that showed marked improvement by postop day #7.